Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A split was observed between the 6cm and 7cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The split characteristics and permanent kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter securement and maintenance techniques may have contributed.

Event description:
It was reported, patient receiving paclitaxol chemotherapy noticed fluid leaking from PICC site. Infusion stopped, arm noted to be swollen and fluid leaking from PICC site on flushing. PICC removed and area treated as per extravasation policy. Paclitaxol is a vesicant drug. On removal obvious PICC fracture noted at 7cm. PICC had been checked prior to commencement of chemotherapy and nil noted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3988 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported, patient receiving paclitaxol chemotherapy noticed fluid leaking from PICC site. Infusion stopped, arm noted to be swollen and fluid leaking from PICC site on flushing. PICC removed and area treated as per extravasation policy. Paclitaxol is a vesicant drug. On removal obvious PICC fracture noted at 7cm. PICC had been checked prior to commencement of chemotherapy and nil noted.